Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy no arterial pressure could be detected after insertion of iab inside patient. The customer believes the balloon may have kinked prior to placement since it no longer has a stylet to protect the inner lumen of the balloon. The console was switched out and the arterial pressure still could not be detected. Iab was removed and a new iab was placed with no issue. There was no reported injury to the patient.

Manufacturer narrative:
Removed implanted/explanted dates as the device is not an implantable. The waveform was lost within 2 minutes of iab placement. According to the customer the iab lumen was occluded. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The sheath was covering the taper portion of the membrane on the proximal side. Dried blood was found occluding the inner lumen. The occlusion was able to be cleared. The technician was able to successfully aspirate/flush the inner lumen. The technician attempted to insert a laboratory 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. One kink was found on the catheter tubing approximately 39.1cm from the iab tip. The evaluation confirmed a kink in the catheter. We are unable to determine when this may have occurred. The reported difficult/unable to monitor pressure cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy no arterial pressure could be detected after insertion of iab inside patient. The customer believes the balloon may have kinked prior to placement since it no longer has a stylet to protect the inner lumen of the balloon. The waveform was lost within 2 minutes of iab placement. According to the customer the iab lumen was occluded. The console was switched out and the arterial pressure still could not be detected. Iab was removed and a new iab was placed with no issue. There was no reported injury to the patient.